Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided) and a correction bolus was delivered to address bg. Customer alleged pump basal iq feature suspended insulin twice and did not resume insulin delivery. Tandem technical support (cts) reviewed pump data and confirmed the reported issue. Cts assisted customer with resetting pump and customer confirmed issue was resolved.